Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that failed the calibration for an error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius) expected 6 and actual 28 degrees. During troubleshooting they found the chiller tank was empty due to a failed mixing pump. Device has 4268 hours and will be sending info for 2000 hour preventive maintenance service. Per follow up information received via phone on 11jun2024, it was reported that they were sending the device in for a 2000-hour preventive maintenance.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review, was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that failed the calibration for an error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius) expected 6 and actual 28 degrees. During troubleshooting they found the chiller tank was empty due to a failed mixing pump. Device has 4268 hours and will be sending info for 2000 hour preventive maintenance service. Per follow up information received via phone on 11jun2024, it was reported that they were sending the device in for a 2000-hour preventive maintenance. Patient involvement was unknown.